Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) the ultratome xl sphincterotome was orientating to the right (at 3 o' clock) after it came through the scope. Another of the same device had the same problem. A different device was used to complete the procedure. Patient is fine. Refer to MFR report 3005099803-2008-04008 for the other device report

Manufacturer narrative:
Orientation.